Event description:
It was reported that the healthcare provider (hcp) was told by the patient that the implantable neurostimulator (ins) did not have batteries and was not working. There was no date of when it stopped working. There were CT scansand MRI of the cervical spine noted. Information regarding cause of event and outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# lb2332, implanted: 2003-(B)(6), product type lead. Product ID 7434-e, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).